Event description:
Mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint. Device evaluation was completed on (B)(4) 2014. The test strips passed testing, the complaint was not confirmed: however a secondary issue of an error 4 message was observed with no assignable cause found. Lifescan received the meter involved with this complaint. The meter passed all testing with no faults found. The complaint was not reproduced. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy started approximately 1 week prior to contacting lfs. The patient reported obtaining inaccurate high blood glucose readings of ¿10.0 and 14.0 mmol/l¿ with the subject meter on unspecified dates/times. The patient informed the csr that she manages her diabetes with insulin (lantus and apidra). In response to the elevated blood glucose results, the patient claimed she took an increased dose of insulin. On the morning of (B)(6) 2014, the patient reported experiencing symptoms of feeling ¿warm, itchy stomach and hungry¿; symptoms she associated with a low blood glucose. There was no mention of medical treatment received in response to symptoms. The patient informed the csr that later that same day (on (B)(6) 2014) when she went to the pharmacy, her blood glucose was tested with their device and obtained a result of ¿11.0 mmol/l¿. At the time of the troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter and strips. Replacement products were sent to the patient. This complaint was being ruled out as a reportable event due to the following conclusion(s): the patient¿s reported symptoms do not meet lfs serious injury criteria. The patient reported an inaccuracy with the lifescan meter when comparing the results to the patient¿s normal feelings or normal readings. Such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy.